Event description:
It was reported that after positioning the stent, the balloon was inflated. After the inflation it was noted that the stent detached from the balloon and moved to another position. The stent delivery system (sds) was removed from the pt and it was noted that there was a hole in the balloon. Another balloon catheter was used to recover the stent and successfully implant it at the intended site. Reportedly, there were no pt effects.